Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided lot number 200520. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. The retained needle samples were assembled with a bd emerald 2ml syringe. The assembly was performed by positioning the hub on the syringe tip with a slightly rotational movement. No difficulties were identified during the assembly process and no issues were detected post assembly related to the reported incident. If the affected sample becomes available for return, additional investigative conclusions may be possible. At this time, a definite cause related to the manufacturing process could not be determined for the reported event. Per the feedback provided, we understand that a defective hub connection issue may have taken place. Defective connectivity may be a result of defective luer dimensions, damage to the syringe tip, or insufficient adjustment of the devices during use. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Investigation conclusion: regrettably, the affected needle is not available for our evaluation, so it is not possible to do an accurate investigation of the reported issue. If affected samples are sent in the future, complaint will be reopened and re-investigated in order to perform a more complete investigation. Since we were unable to duplicate or reproduce the indicated failure mode because no sample has been provided, and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time.

Event description:
It was reported that the needle 30ga 1/2in experienced leakage. The following information was provided by the initial reporter: leakage appears between the syringe and the luer lock.